Manufacturer narrative:
Analysis received the unit with intermittent button response due to moisture damage to the keypad traces. There was no button error alarm. The unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, and displacement tests.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 320 mg/dl at the time of incident. The insulin pump will be returned for analysis.